Manufacturer narrative:
Based on the limited amount of info included in the legal allegation, we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged. No specific device failure or pt injury has been alleged, nor have med records been provided. A review of the mfg records shows that the lot was manufactured to specification. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following has been alleged by the pt's atty: on (B)(6) 2011, reportedly, the pt was implanted with a bard/davol flat mesh during a rectopexy procedure. The pt's atty alleges that immediately after the procedure, the pt suffered from severe multiple complaints. No details were provided.